Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective stimulation due to lead fracture. Patient had suspected high impedance due to loss of effective therapy and stimulation auto reducing. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. High impedance was confirmed during surgery and the lead was found to be fractured at suture site. Patient denies any trauma. Device replacement addressed the issue.